Manufacturer narrative:
The lead was returned in two parts. Insulation damage was found at 33.5-35.0cm from the helix consistent with clavicle crush damage. The inner coil was exposed at this location. This is consistent with the reported field event if the inner coil came into contact with another device. Externalized conductors due to internal insulation abrasion were found at 11.3-14.ccm from the distal tip. The etfe coating was intact at this region.

Event description:
It was reported that out of range shock lead impedance, noise and increased threshold were observed. X-ray revealed externalized conductors. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.